Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The patient¿s device was interrogated and it was found that there were high and undefined pacing impedances, some oversensing and noise in the form of short v-v intervals and non-sustained ventricular tachycardia episodes. It was noted that it looked like the sensitivity value had been reprogrammed several weeks earlier. Because a possible fracture was suspected the patient was asked to go see a physician in france, who decided to turn therapies off and monitor the patient remotely. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb2d4 ICD implant date: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.